Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to clogging of suction tube in universal cord, foreign objects came out of suction port; due to damage on charged coupled device unit, a noise image occurred; adhesive on bending section cover had white-clouded area. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had image defect. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, a foreign object was found inside the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The instrument channel was flushed with water. No abnormalities in the accessories used in reprocessing. The instrument channel/port was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.